Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported inflation and deflation issue was unable to be confirmed. Based on a visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported, that using the antegrade ipsilateral approach, the procedure was performed to treat a proximal popliteal. Reportedly, the armada 35 was advanced; however, there were difficulties inflating and deflating the balloon. It took longer than usual and the balloon did not completely deflate. The balloon was pulled out of the patient anatomy the normal method through the 6fr sheath. The procedure was successfully finished using another device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.